Event description:
It was reported that the patient presented for dual-chamber implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, uncontrolled noise was noted on the right atrial (ra) lead. The lead was not used and a new lead was successfully implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies.